Event description:
It was reported that after the user and healthcare provider increased the secondary glucose target, blood glucose levels trended high, peaking at 500 mg/dl, and the user administered 10 units of subcutaneous rapid-acting insulin by pen while disconnected from the ilet per guidance. Symptoms included feeling intoxicated, dehydrated, and irritable. Outcomes included transient hyperglycemia without hospitalization. Troubleshooting and education were completed, including instruction to remain disconnected from the ilet for at least two hours after external insulin dosing and an offer for follow-up, which the user declined. Investigation included complaint intake and user guidance on external insulin use and device reconnection timing. Investigation of this case revealed no device malfunction reported, with hyperglycemia temporally associated with a recent target adjustment and external insulin administration outside the ilet algorithm. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.